Manufacturer narrative:
Manufacturer evaluation: investigation on- going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that there was a problem with a progav 2.0 shuhntsystem. The surgeon suspected a dysfunction of the shuntsystem. Patient information: age: (B)(6) years, height: 88 cm, weight: (B)(6) kg, gender: unknown. Implantation: (B)(6) 2019. Explantation: (B)(6) 2021.

Event description:
Investigation is done.

Manufacturer narrative:
Manufacturing and quality control data the progav® 2.0 shunt system was manufactured by a qualified employee in july 2019. Deviations during assembly did not occur. The system was sterilized by miethke and released for shipment after final inspection. For the purposes of this investigation, the progav® 2.0 shunt system is comprised of a progav® 2.0 adjustable pressure valve and a shuntassistant® 2.0 fixed pressure valve. The shunt system was inspected as article fx642t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has shown that both valves are permeable. Adjustment test: the progav® was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the clinical claim of underdrainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. Both valves are operating within acceptable tolerances. Results: first, we performed a visual inspection of the progav® shunt system. No significant deformations or damage of the valves were detected during the visual inspection. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The valve operates as expected and met all specifications. Finally, we have dismantled the valves. Inside both valves we have found slight build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the clinical claim of malfunction. At the time of our investigation, the valves were operating within the specified tolerances. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.